Manufacturer narrative:
The device remains in the patient, therefore product testing on the devices could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hypotony is identified in the labeling as a known inherent risk of intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. (B)(4).

Event description:
It was reported that an istent patient presented 5 days post-op with hypotony (iop 3 mm hg). The placement of the stent looked perfect via gonioscopy. The surgeon conferred with the glaukos medical monitor on (B)(6) 2018 during which it was noted by that the patient improved with iop 13 mm hg. Per report the iop/choroidal issues (possible due to inflammation/small cleft) should resolve completely with the use of steroids and mild cycloplegic. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on 05/10/2018 indicate that the patient underwent cataract surgery followed by istent implantation. Post hypotony was managed with medical intervention (steroids and mild cycloplegic). According to the surgeon, cyclodialysis cleft was likely the contributing factor to the hypotony. The patient prognosis was reported as " doing well, iop doing well", and the adverse event was reported to have resolved.